Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damaged. Customer's blood glucose was unknown mg/dl. The customer stated that she went into pool with insulin pump. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: all the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.